Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that the chair is defective and the chair has a bend in the frame of the chair. The right wheels wobble and appear to be bent. In some cases they rub the side of the chair. Per the technician's evaluation, the h blocks are over tightened causing the frame to be crushed and the arms to appear loose. The rear wheel bearing is not set properly causing the wheel to be wobbly.